Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Healthcare professional reported left side "rupture" diagnosed by MRI and ultrasound. MRI report of left side implant with radial folds, minimum quantity of periprosthetic liquid without signs of rupture, and isolated microcyst. The device has been explanted and replaced.

Manufacturer narrative:
Continued phone number (e1): (B)(6). Continued zip code(e1): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, e1, g2, h6.

Event description:
Healthcare professional reported left side "rupture" diagnosed by MRI and ultrasound. MRI report of left side implant with radial folds, minimum quantity of periprosthetic liquid without signs of rupture, and isolated microcyst. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Cyst: unable to confirm as it is a medical event not related to the device.